Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a definitive cause for the reported complete clip detachment could not be determined. The reported positioning failure was due to challenging patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report complete clip detachment. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtr clip delivery system (cds) was inserted and grasping was performed; however, grasping was noted to be difficult due to the patient¿s heart rate. It was noted the patient did not experience an accelerated heart rate during the procedure, but to make grasping easier by slowing the patient heart rate, the physician decided to administer adenosine. Grasping was then successfully performed. The deployment process was started; however, while pulling the gripper line (gl), the clip detached from the leaflets and embolized in the left atrium (la). The gripper line remained attached to the clip. To remove the clip, a snare was inserted into the anatomy. The clip was successfully snared and removed. No tissue damage occurred, but the physician decided to discontinue the procedure. When removing the steerable guide catheter (sgc), the physician stated he felt like he had to apply more pressure than normal to the +/- knob in order to get the guide straight. The sgc was removed without any further issues. Mr remained at a grade of 4. It was noted that visualization was difficult due to the patient¿s anatomy. There was no clinically significant delay in the procedure. No additional information was provided.